Manufacturer narrative:
A getinge field service engineer states the customer cancelled the service call after realizing the cart was not docked properly. The fse informed the clinical rep to address this with their education manager and staff. The iabp is functioning normal, user error. H3 other text : customer cancelled service.

Event description:
It was reported that, prior to use, the cardiosave battery would not charge. There was no patient involved.

Manufacturer narrative:
Updated fields; b4, g6, h2, h10, h11. Corrected fields; g3. The incorrect date received by mfg was populated in the initial MDR 2249723-2024-02935. It was reported as 07/22/2024 but should have been 07/08/2024.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h10, h11. Corrected fields; h6.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.